Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had fallen on a couple of occasions. Over time, the patient experienced overstimulation while their scs system was on. Diagnostic testing revealed invalid impedance on a few lead contacts. X-ray results showed a possible lead fracture. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.